Manufacturer narrative:
Date sent: 11/08/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, there were partially fired staples. Used a second device to complete the case. No patient consequence.